Manufacturer narrative:
The reported pressure sensor mismatch error is accommodated in the product risk management file as being linked to hazard with description patient exposure to function or deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a philips field service engineer, a ventilator service required alarm relating to 'press sensor mismatch' was found in the device's error log. The service engineer states that the system printed circuit assembly (pca) board was replaced to resolve the error. Additionally, the device failed a repair test step relating to 'internal flow verification'. The machine flow sensor was replaced to resolve the failure. The device passed all final testing.